Event description:
Taxol chemotherapy was hung on the primary intravenous (IV) set with a spinning spiros connection from the secondary tubing placed and made in the pharmacy. After the pump was started at a rate of approximately 200 milliliters per hour the registered nurse (rn) walked away but after a few minutes came back to an alarming pump. The taxol was leaking from the spinning spiros connection. The secondary tubing was clamped and the pumped stopped. The spill of approximately 20 milliliters was cleaned per chemotherapy spill protocol by the charge rn. Medication did not touch patient or rn during leakage.